Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected battery out limited alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was over 500 mg/dl to 600 mg/dl. Customer experienced symptoms such as dizzy. Customer was treated with manual injection. Customer stated machine was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.